Event description:
Procedure performed: gyn. Procedure. Event description: 5 mm advanced fixation trocar, cff05. The tip is broken and it happened when insertion of the trocars. Gyn. Procedure. Lot: 1507555. Additional information received from an applied medical representative via email on 20jan25: it was confirmed the device is cff14 lot 1507555. The tm became aware on 13jan25. The product is not returning but would like a replacement. Currently un aware of event date. Additional information received from an applied medical representative via email on 22jan25: tm confirmed it was the obturator tip that was broken that did not cause particulation and the obturator was in the cannula at the time of the incident. It is not known regarding the technique of insertion; the responsible nurse was not in the room. The trocar as not used robotically. Patient status: the patient was not injured in the incident.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming the complainant¿s experience of a fractured obturator tip. Based on the photograph of the event unit and the description of the event, it is likely the obturator tip fracture was caused by insertion force. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: gyn. Procedure. Event description: 5 mm advanced fixation trocar, cff05, the tip is broken and it happened when insertion of the trocars, gyn. Procedure, lot: 1507555. Additional information received from an applied medical representative via email on 20jan25: was confirmed the device is cff14 lot 1507555. The tm became aware on 13jan25. The product is not returning but would like a replacement. Currently un aware of event date. Additional information received from an applied medical representative via email on 22jan25: tm confirmed it was the obturator tip that was broken that did not cause particulation and the obturator was in the cannula at the time of the incident.it is not known regarding the technique of insertion, the responsible nurse was not in the room. The trocar as not used robotically. Patient status: the patient was not injured in the incident.